Manufacturer narrative:
The user reported receiving a false low glucose event. The following example set was provided: (B)(6) 2025 8:20 pm where user's sg was 47 mg/dl and bg was 61 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 8:45 pm user's sg was 47 mg/dl, and manual entry bg was 61 mg/dl at 8:46 pm. A review of the alert history revealed that the user received a low glucose alert at the reported time. An case ((B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. A review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. On the (B)(6) 2025 the user reported pain at the insertion site and later on the (B)(6) 2025, the user confirmed an infection at the insertion site after a visit to the ER. It is likely this infection contributed to the reported inaccuracies. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Sensoenics was made aware of an incident where user reported receiving low glucose alert on (B)(6) 2025 8:20:55 pm where alert confirmed in dms. User's sg was 42 mg/dl at the time and user entered a manual entry of 61 mg/dl soon after at 8:46 pm. The user did not resolve the hypoglycemic event because they were false readings.